Manufacturer narrative:
The investigation into the reported limb ischemia- reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support was noted to have ischemic toes on bilateral feet and md concerned about dry gangrene forming. Decision was made to wean the patient off impella and the pump was explanted. The patient prognosis was grim.